Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(6). Total number of events - 119. Artisyn y-shaped mesh - 3. Gynecare gynemesh - 17. Gynecare gynemesh* ps - 99.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4)2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Date sent to the FDA: 06/20/2016. (B)(4). Reporting period october 1 2014 through november 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1 2014 through november 30, 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period (B)(4) 2014. Supplemental report 15.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The indication for the procedure was incomplete uterovaginal prolapse. Concomitantly, the patient underwent a robotically assisted supracervical hysterectomy, sacrocolpopexy, and cystoscopy. It was reported that following insertion, the patient experienced pain, bleeding, dyspareunia and other unspecified problems. (B)(4).

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4)reporting period (B)(6) 2014 through (B)(6) 2014supplemental report 16 - attachment: [(B)(6) 2014 oto supplemental 16.xlsx]

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1 2014 through november 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1 2014 through november 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1 2014 through november 30, 2014.

Manufacturer narrative:
Ethicon MDR summary reporting exemption (B)(4). Reporting period october 1 2014 through november 30, 2014.23.xlsx]

Manufacturer narrative:
Date sent to FDA: 2/12/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2014 through november 30, 2014.

Manufacturer narrative:
Date sent to FDA: 12/26/2018. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1 2014 through november 30, 2014.

Manufacturer narrative:
Date sent to FDA: 04/24/2019. Ethicon MDR summary reporting exemption e2013037. Reporting period october 1, 2014 through november 30, 2014.